Event description:
Externalized conductors noted via fluoroscopy. No electrical anomalies detected. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.